Manufacturer narrative:
Concomitant medical products: 5076-58, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. It was also noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos); both leads remain in use. No patient complications have been reported as a result of this event.